Manufacturer narrative:
The pump was returned to animas and investigated on 18-oct-2018 with the following findings: the keypad was found to be peeling. All of the keypad buttons were responsive. No evidence of contamination was found on the button contacts. There was moisture corrosion on the internal components of the pump. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.